Manufacturer narrative:
(Sealant patch). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, with the first device, the amount of bleeding increased for the lapse of time from the extent of blood oozing from the staple line. Even pressure hemostasis did not stop the bleeding, then the user stuck the sealant patch to stop the bleeding of not more than 500cc. The surgical time was extended by less than 30 minutes.